Event description:
The following information was received from global pharmacovigilance (gpv) and is a report of fatal peritonitis coincident with dianeal therapies. During a call with baxter customer services, the following was reported by the consumer. On an unreported date, the patient experienced peritonitis. The patient died due to the peritonitis and other complications (not specified). Additional information was obtained by baxter from a nurse. According to the hospital, the reported cause of death was listed as an abdominal infection (peritonitis), perforated bowel, diverticular disease, and gallbladder with secondary cause of gastrointestinal (gi) hemorrhage. The patient was not hospitalized for the peritonitis but was, however, given the antibiotics cefepime and flagyl (doses, frequencies, route and lot numbers not reported). Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. No additional information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
Incorrectly populated as serious injury. Corrected to reflect the death reported.

Manufacturer narrative:
(B)(4). This complaint is for peritonitis-no malfunction or use error where the patient passed away. The cause of death was due to peritonitis amongst other unspecified complications, but this complaint is not confirmed because peritonitis was not due to a breach in aseptic technique or device malfunction. A review of all batch record documents was performed on h12j08017 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The sample was not returned for evaluation. The cause of this event is not classifiable due to insufficient information. If additional information becomes available, a follow up report will be submitted.